Event description:
Litigation alleges that the patient suffers from pain, soreness, difficulty walking, loss of mobility, loss of range of motion, and dislocation. Update: (B)(4) 2013 - pfs and medical records received. Revision operative notes indicated a liner fracture. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from pain, soreness, difficulty walking, loss of mobility, loss of range of motion, and dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.